Event description:
Instrument tip broke off during shoulder arthroscopy. One piece was recovered. Customer's report does not clearly state if any pieces remain inside the patient. Reporter was contacted for clarification and device return. This device is used for treatment.

Manufacturer narrative:
Attempts to obtain the instrument for evaluation were not successful. The condition reported typically occurs when the tip of the instrument is forced against bone while the user is attempting to pass it through tissue. A definitive conclusion, however, could not be determined without device evaluation.